Event description:
It was reported that during a da vinci anterior posterior resection procedure, while the surgeon was dissection the colon, the "instrument jaws came apart" and a piece fell into the patient. The surgeon removed all pieces of the instrument from the patient and completed the dissection with a replacement instrument of a different type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The insert accessory was returned and evaluated. Per the customer reported complaint, engineering confirmed that the clamp arm is detached from the insert. The distal end of the shaft has one side of the feature that mates with the clamp arm pins, bent backwards. This damage suggests that overloading at the clamp arm occurred, which likely caused the clamp arm to hyperextend and detach. No other damage was found.